Event description:
It was reported that the patient presented to the emergency room with hiccups and diaphragmatic stimulation. An x-ray confirmed lead perforation. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.